Event description:
Surgeon upon rechecking knot security, noticed one of the knots exphibiting a spring back effect. Upon pulling the tail of the knot it began to untie. Surgeon decided to remove suture and re-suture which added considerable time to the surgical procedure.